Event description:
In operation, during use of arthrex scorpion needle (ar-12990n) the tip of the needle broke off. Both the broken piece and original scorpion needle were found and confirmed that no remaining pieces were left behind with x ray. Both the scorpion needle and broken piece were disposed of in the sharps.